Manufacturer narrative:
Continued zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician has reported left side capsular contracture baker grade IV. Device remains implanted.

Event description:
Physician has reported left side capsular contracture baker grade IV and malposition. Device has been explanted and replaced.

Event description:
Physician has reported left side capsular contracture baker grade IV and malposition. Device has been explanted and replaced.

Manufacturer narrative:
The aware date of the first supplemental mw should be 28/apr/2022. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.